Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of pairing failure. A root cause could not be determined via data. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter failed as it had no voltage. The share log was reviewed and the logs contained nothing related to the customer complaint. The reported allegation was not found with the returned transmitter. The customer complaint of pairing failure was not confirmed. The root cause could not be determined. The reported issue of pairing failure is reportable based on the finding of transmitter failure error.